Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 05/2024). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one year, three months and six days post a chronic catheter placement, the device allegedly leaked saline at the external junction of the single route with the junction from which the two routes depart. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerline d/l catheter was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. A split was noted to the catheter body proximal to the bifurcate. Upon infusion, a leak was observed exiting the split on the catheter body while water exited the distal end of the catheter. Aspiration was attempted and was unsuccessful. Therefore, the investigation is confirmed for the reported fluid leak and identified fracture issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 05/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one year, three months and six days post a chronic catheter placement, the device allegedly leaked saline at the external junction of the single route with the junction from which the two routes depart. There was no reported patient injury.